Manufacturer narrative:
An event of migration, off-label use, improper or incorrect procedure, device malposition and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that there was difficult to position due to the presence of the previous prosthesis and the horizontal aorta. The final implant depth was 0mm. Additionally it was indicated that the device was re-sheathed three times during implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, it was believed that the pigtail catheter caused the device to embolize. The reported off-label use is due to the patient having an existing surgical valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use (IFU), "the navitor transcatheter aortic valve implantation system is indicated for relief of aortic stenosis in patient with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be high or greater risk for open surgical therapy." As the valve was selected for use in a patient with an existing surgical valve, this is a deviation from the IFU. "Do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." "Once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." However, it was noted that the physician was aware of these IFU warnings. Therefore, a letter will not be sent.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on 20 march 2024 using a large flexnav delivery system for a valve in valve procedure with a non-abbott device. The patient had a horizontal aorta. The diameter of the annulus was measured at 18.9mm, the perimeter was 58.1mm, and the area was 265.5mm^2. It was noted that the device was difficult to position due to the presence of the previous prosthesis and the horizontal aorta. The device was re-sheathed three times. The starting implant depth was 3mm. The device was implanted. The patient's gradient post-implant was 30mmhg. The final implant depth was 0mm. Post-implant after the pigtail catheter was removed, the device embolized into the sinotubular junction. The device was explanted via open heart surgery on the same day. The patient did not present with any clinical signs or symptoms. The patient status was stable. It was believed that the pigtail catheter caused the device to embolize.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.